Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd890541, gd889501, and gd888503. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient experienced pneumonia, became septic which crossed over to the peritoneum. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment included ancef. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from peritonitis. Outcome for pneumonia, became septic and flu was not reported. The nurse stated that the peritonitis was unrelated to this event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.